Event description:
The report received from the affiliate indicated that during a coil embolization of an aneurysm of the right intra-thoracic artery, the fourteenth (14th) coil used was an orbit mini complex fill 4x10 coil. This was a pediatric procedure. After advancement, the physician determined it was not proper for the target aneurysm/lesion and wanted to re-sheath the coil. While pulling it back into the prowler lpes microcatheter (mc), the coil unraveled and it was necessary to manipulate it carefully. As the entire coil delivery system entered the mc, the coil detached from the gripper at the coil detachment point. The microcatheter, coil delivery system and the embolic coil were all safely removed as a unit. It is unknown where exactly the coil unraveled. The procedure was continued using a new microcatheter and new coils, and was completed with no further issues. There was no patient injury reported. The target lesion/aneurysm was not calcified/tortuous. There was no reported product issue with the mc. An adequate continuous flush was maintained to the mc at all times. There was no reported loss of access to the target lesion as a result of the reported product issue. Both products were inspected prior to use and appeared to be normal. Both products were prepped properly according to the instructions for use (IFU) with no problems noted. No additional information is available.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during a coil embolization of an aneurysm of the right intra-thoracic artery in a pediatric patient, the fourteenth (14th) coil used was an orbit mini complex fill 4x10 coil. After advancement, the physician determined it was not proper for the target aneurysm/lesion and wanted to re-sheath the coil. While pulling it back into the prowler lpes microcatheter (mc), the coil unraveled and it was necessary to manipulate it carefully. As the point when the entire coil delivery system entered the mc, the coil detached from the gripper at the coil detachment point. The microcatheter, coil delivery system and the embolic coil were all safely removed as a unit. It is unknown where exactly the coil unraveled. The procedure was continued using a new microcatheter and new coils, and was completed with no further issues. There was no patient injury reported. The target lesion/aneurysm was not calcified/tortuous. There was no reported product issue with the mc. An adequate continuous flush was maintained to the mc at all times. There was no reported loss of access to the target lesion as a result of the reported product issue. Both products were inspected prior to use and appeared to be normal. Both products were prepped properly according to the instructions for use (IFU) with no problems noted. No additional information is available. The product was returned for inspection. One non-sterile trufill dcs orbit was received coiled inside a plastic bag, the hypotube was found kinked and bent. The introducer was also found kinked; the embolic coil was found separated from the unit and it was stretched. No other anomalies were noted. The gripper and support coil were found outside the introducer. The gripper and embolic coil were inspected under the microscope and it was noted that the headpiece and some loops (from the embolic coil) were still attached to the gripper which presented with no damage. The soldered section between headpiece and the coil loops was not fractured; this indicates that the solder had a good adhesion to the headpiece. The embolic coil was found kinked and stretched. A review of the manufacturing documentation associated with this lot 15184491 presented no issues during the manufacturing process that can be related to the reported complaint. Based on the analysis, the coil premature detachment was not confirmed; the headpiece was still within the gripper indicating that the coil broke from the headpiece and was not prematurely detached from the gripper. The reported unraveled/stretched coil was confirmed; the embolic coil found stretched; however, when this occurred and the root cause could not be conclusively determined. However, with review of the analysis and the device history records there is no indication of any manufacturing defect or anomaly contributing the reported event or condition noted with analysis. It is possible that procedural factors including vessel/aneurysm characteristics or device manipulation contributed; however, no conclusion can be made. The records indicated that the product met specification prior to shipment; additionally inspections are in place to prevent these types of damages leaving from the facility, therefore no corrective action will be taken at this time.